Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient had diabetic coma a long while ago and couldn't recall the issue of her dexcom sensor. Per documentation, the patient shared an incident (no date specified) where she experienced diabetic coma. He daughter called an ambulance and she was brought to the emergency room (ER). She didn't know if dexcom contributed to the incident. She couldn't remember all the details and didn't want to share anything further. This incident happened a long while ago. The patient was fine during the report. The allegation was confirmed via data as sensor noise under an hour occurred. The device functioned within specifications. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.